Event description:
As reported, during a procedure capsure straight fixation device was used to fixate the 3dmax light mesh, approximately 5 fasteners were fixated successfully. It was reported that the device deployed broken fastener and it was removed from the patient¿s body. Another capsure straight device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fixation device deployed a broken fastener. Two deployed fasteners were returned for evaluation. The evaluation of the returned fasteners identified that the fasteners were not broken; there was no detachment or separation of material, and the peek cap of both fasteners were attached. The two returned fasteners were received intertwined together and deformed. The as received condition the two intertwined fasteners is consistent with the operator deploying a second fastener into a previously deployed fastener which resulted in the second fastener threading into the cap of the first fastener and deforming both fasteners. No manufacturing anomalies were found. The condition of the returned fasteners would physically prevent manufacturing loading these fasteners into the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated